Event description:
The rptr stated that he did back to back blood glucose tests, within 10 mins, using separate fingersticks, and got results of 126, 90, 115, 127, 83 and 59 mg/dl. He did not report any symptoms. Rptr stated that he had never cleaned his meter. A control solution test of 120 was within range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8